Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips customer support specialist (css) talked to the customer to resolve the issue. The css provided the customer with a quote to troubleshoot and resolve the alarm audio issue but the customer failed to accept the quote. The case was subsequently closed prior to any work being done by philips. H3 other text : the customer declined service.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.